Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the er320 clips fall out of the jaw. A new clip applier was used to complete the case. There was no consequence to the pt.